Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-08 (B)(4) (hcp, rep): information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 1557.9 mcg/day via an implanted infusion pump for intractable spasticity and multiple sclerosis. It was initially reported on (B)(6) 2018 that at the past several pump refills they were consistently getting back approximately 4 ml more than expected. The actual reservoir volume (arv) was noted to be 15, and the expected reservoir volume (erv) was noted to be 11. The date of the event was described as having occurred within the past year; the day, month, year was unknown. The pump logs were checked, and a dye study was done. It was further noted that they had performed a dye study a year ago and found that the catheter was patent. The company representative though they actually did two dye studies which both showed no problem with the catheter. The logs showed no problem with the pump. The patient was not getting adequate relief as he should on such a high dose. Additional information was received from a company representative on 2019-jun-18. The patient was still having volume discrepancies. They w ent to fill the pump on 2019-jun-18 and erv was 7.3 ml and arv was 14 ml. They had performed two dye studies and there had been no abnormalities. The dye studies were performed before (B)(6) 2018 and once after in (B)(6) 2018; specific dates were unknown. The hcp was inquiring on how this was possible with they dye studies being normal. They interrogated, and the logs revealed no abnormalities. They had increased the dose to 1636.5 mcg/day at the 2000mcg/ml baclofen concentration. The patient was described as having been in a wheelchair. On 2019-jun-18 the company representative had later further reported that they went to aspirate the catheter access port (cap) when the patient was in the chair. They planned to make an appointment with the surgeon as soon as possible to replace the system and send it back to the manufacturer for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 2015-07-29, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump catheter seemingly kinked when patient was sitting in his wheel chair which was a lot of the day. It was further noted that they attempted to aspirate catheter while the patient was sitting in their wheel chair to confirm this. They did not get any drug back therefore confirming positional kinking as at all prior dye studies they were able to aspirate when patient was laying down. The patient had an appointment scheduled with the surgeon on (B)(6) 2019 to discuss replacement. The company representative had seen the patient in the healthcare provider¿s office on (B)(6) 2019. The patient¿s weight was unknown.